Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; hard drive was reconfigured and software reloaded/updated to resolve issue. Analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. The screen dropped slowly due to both lower hinges being worn out. Latch tab on power cord bay was broken and the system fan was noisy. Concomitant medical products: product ID: r2290, analyzer. (B)(4).

Event description:
It was reported the evera MRI (magnetic resonance imaging) software could not be loaded through sdn (software distribution network) or usb (universal serial bus). The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.